Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, common iliac artery. Resistance was noted when advancing the 9.0x29mm omnilink elite vascular balloon-expandable stent (bes) system through a 6f sheath, the stent dislodged but remained in the sheath and was simply withdrawn with the sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. Device dislodged or dislocated was confirmed. The reported difficult to advance could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It was reported that the balloon-expandable stent (bes) met resistance when advancing through a 6f sheath, and the stent dislodged. Analysis of the returned device confirmed the stent dislodgement. In this case, it is likely that the device interacted with the introducer sheath during advancement causing the reported difficulty to advance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, common iliac artery. Resistance was noted when advancing the 9.0x29mm omnilink elite vascular balloon-expandable stent (bes) system through a 6f sheath, the stent dislodged but remained in the sheath and was simply withdrawn. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.